Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-00266. It was reported that there was removal difficulty. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous proximal to distal right coronary artery (rca). A 2.00mm rotalink¿ plus and a rotawire guide wire were selected to treat the target lesion. During the procedure, the physician encountered difficulty removing the burr despite using the dynaglide mode and also noted resistance with the rotawire guide wire . The procedure was completed by removing the burr and the wire as a unit. There were no patient complications reported and the patient's status was good.